Event description:
Infection and erosion were reported. It was further reported that the right ventricular lead had an apparent conductor fracture. The leads were removed. The right atrial lead was returned and subsequently tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, was analyzed and the distal conductor was fractured. It was noted the distal conductor and defib conductor were distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay; the outer tubing was kinked/buckled, the overlay was melted, there was a cosmetic environmental stress cracking and there was an environmental stress cracking breach/breach (non-electrical). The outer insulation had a cosmetic depression, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. (B)(4) the distal segment of the lead was returned, analyzed and the distal conductor was fractured. It was noted the proximal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), and the outer insulation was melted, had cosmetic environmental stress cracking and was breached cut. There was blood in/on the helix/lobe mechanism.